Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Battery voltage below 3v. ICD not implanted, it was in a car.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the voltage battery was found below 3 v in the box.